Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the minute ventilation (mv) signal on the atrial channel. Boston scientific technical services (ts) recommended programming off the respiratory related trend feature and performing isometrics and pocket manipulations while measuring lead impedances and threshold measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The recommended troubleshooting was performed and ruled out any lead issues. The mv sensor was deactivated and the device remains in service.